Manufacturer narrative:
Investigation summary: bd received 2 photographs from the customer in support of this complaint. Evaluation of photographs indicated satisfactory draw level. Sufficient volume for citrate tubes is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. Additionally, 20 retained samples underwent functional testing for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® plus citrate tube, an unspecified number of samples are overfilled. There was no health impact or consequences reported.